Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noisy signals on stored episodes and high out of range pacing impedance measurements. Technical services (ts) reviewed the device data, noted noise on the atrial channel and impedance measurements greater than 3000 ohms were observed. The plan is to further evaluate on an in-clinic visit. No adverse patient effects were reported. This ra lead remains in service.